Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not working properly. The customer attempted touchscreen calibration and stated it would work for a while but then give an error message. The unit was powered back down and powered on into service mode. A calibration was attempted but was unsuccessful again. The remote service engineer (rse) then advised the replacement of the touchscreen. The rse provided the customer with the part number for the touchscreen to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.